Event description:
Failed penile implant removed and replaced. Per physician direction, device returned to manufacturer. Original implant precedure performed at another facility and by another physician. No post-op complications. No info available, pathologist unable to identify markings on removed device.